Event description:
Unomedical reference number (B)(4). Event occurred in south africa it was reported that the patient faced insulin flow block alarm and blood glucose level of 22 mmol/l. The patient was admitted to hospital on (B)(6) 2024. No further information available.

Manufacturer narrative:
Patient city:(B)(6).